Manufacturer narrative:
Correction: d3 has been updated. The device is not being returned however, photographic evidence has been provided. The root cause cannot be determined, however, based upon the photo, and the risk document, the likely cause of this event was a sharp object being inserted into the device. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect the sound cap after use for physical damage of any kind. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Update, per assessment answers received 25nov25: the patient had an ralp procedure on (B)(6) 2023. In 2025 the patient had a further procedure to correct bladder stenosis. The component was found during the second procedure lying in the abdomen of the patient. Per the surgeon this did not contribute to the stenosis.

Event description:
The distributor reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was used during a robotic procedure on an unknown date when it was reported, ¿just to make you aware that there will be a investigation as this flange was found in a patients abdomen after robotic surgery at (location). It was not found at the stage of surgery but at (location) when the patient had undergone a further procedure.¿. From the report it appears that a component was found inside the patient during a secondary procedure at one location that had been left in the patient during a previous procedure at a different location. Further assessment has been requested from the reporter to clarify the dates and conmed¿s understanding of the events; however, to date we have not received any additional information. There has not been any report of medical intervention or hospitalization for the patient due to the event. This report is being raised due to the reported injury of component found left in patient during second procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.